Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as lv was too tight and caused pressure ulcer, skin is irritated under the arm pits due to digging into the skin. There was no alleged device malfunction contributing to the irritation. The patient¿s wound care nurse applied triad a cream / barrier to protect the skin. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved.